Event description:
Initial result for a pt calcium test was 9.3 mg/dl. When repeated, the result was "approximately 6 or 7" per the lab supervisor. The field service representative found the sample probes were worn out and repaired the instrument by replacing the sample probes.